Manufacturer narrative:
Vessel perforation is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The physician tried to open the m1 segment with the triaxial technique using a rebar 014, penumbra system reperfusion catheter 032, and penumbra system reperfusion catheter 054. When the 054 catheter was in the m1, the physician moved the 054 catheter more distal and there was a vessel perforation. The physician commented that there was no device malfunction. The pt died sometime after the procedure.